Event description:
It was reported the programmer was turned on when the hospital lights went out and came back on. However, the programmer would not turn back on after that. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event that the programmer would not turn on. Operation of the programmer was verified, with no anomalies found. The programmer error logs did indicate errors; however, these errors were found to have occurred in the past and did not represent the reported type of event. (B)(4).